Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical conclusion: based on review of the information available, there is no documentation or indication that the liberty cycler caused or contributed to the patient¿s gi bleeding. The patient reportedly refused to perform pd treatment for 3 days which was likely associated with the patient¿s adverse event as uremic toxins are known contributory risk factors for gi bleed in dialysis patients.

Event description:
It was reported during a technical services call that a peritoneal dialysis patient was hospitalized for gastrointestinal bleeding. Upon follow up, the peritoneal dialysis nurse confirmed the patient was hospitalized for gastrointestinal bleeding. The nurse stated the patient was non-compliant and had chosen not to perform treatment for three days. The nurse stated the liberty cycler was not malfunctioning, the patient chose to skip the treatments.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported during a technical services call that a peritoneal dialysis patient was hospitalized for gastrointestinal bleeding. Upon follow up, the peritoneal dialysis nurse confirmed the patient was hospitalized for gastrointestinal bleeding. The nurse stated the patient was non-compliant and had chosen not to perform treatment for three days. The nurse stated the liberty cycler was not malfunctioning, the patient chose to skip the treatments.